Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 3006705815-2023-03182. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the left lead was repositioned, and the right lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03182. It was reported the patient is not receiving effective therapy due to both leads shifting slightly to the left. After several attempts, reprogramming was able to restore therapy. However, surgical intervention is planned in the future to address the issue.